Event description:
A surgeon reported that during a case where the delivery system was being used, one of the haptics on an intraocular lens became stuck to the optic. The surgeon was unable to detach the haptic from the optic after implantation. The wound had to be widened to allow removal of the affected lens.